Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that several hours after the new infusion site was placed, the home care patient experienced a rise in blood glucose levels. The home care patient reported that upon removal of the infusion set, it was noticed that the plastic cannula of the set was bent. The home care user reported that their blood glucose levels rose to 250 mg/dl due to the interruption in insulin therapy. The home care user reported that they replaced the infusion set and delivered a correction bolus to resolve their high blood glucose. No further adverse effects to user reported.